Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated by the communicator. Also, a yellow collecting wave was seen on the remote communicator. Technical services (ts) suspected home environment wasn't the cause, and the patient should be assessed in clinic to verify radio frequency (rf) settings. Additional information was received from the field. The clinic was in close follow up with the patient and working on re-connecting the communicator. Ts reviewed device data and found this crt-p reverted to safety mode. Technical services (ts) discussed that there was no programming and no magnet response. The patient reported having a hard time waking up and was winded upon walking. The patient has intermittent atrial fibrillation (af) and was not device dependent. Ts recommended device replacement. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated by the communicator. Also, a yellow collecting wave was seen on the remote communicator. Technical services (ts) suspected home environment wasn't the cause, and the patient should be assessed in clinic to verify radio frequency (rf) settings. Additional information was received from the field. The clinic was in close follow up with the patient and working on re-connecting the communicator. Ts reviewed device data and found this crt-p reverted to safety mode. Technical services (ts) discussed that there was no programming and no magnet response. The patient reported having a hard time waking up and was winded upon walking. The patient has intermittent atrial fibrillation (af) and was not device dependent. Ts recommended device replacement. This crt-p remains in service. No adverse patient effects were reported. Additional information was received. This crt-p was explanted and replaced. No additional adverse patient effects were reported.